Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was found during device evaluation: the air-water nozzle had corrosion. Based on the results of the investigation, a definitive root cause could not be identified. The likely cause of the burned distal end biopsy channel could be high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had burn distal end biopsy channel. The issue had occurred during service / maintenance (not in a clinical setting). There was no report of patient involvement.